Event description:
Related manufacturer reference number: 2017865-2022-14728. Related manufacturer reference number: 2017865-2022-14755. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Manufacturer narrative: the partial lead was returned from a deceased patient. As received, only the connector portion of the lead was returned in one piece. Electrical testing was normal. Visual inspection of the lead found no anomalies except for procedural damage. Correction: updated h1 field.